Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump unexpectedly suspended insulin delivery, leading to a high blood glucose (bg) level over 600 mg/dl which customer attempted to address with a manual correction injection. As a result of this issue, customer was admitted to the hospital where their bg rose to 1060 mg/dl; elevated bg was addressed with intravenous fluids of saline and insulin. Customer was released from the hospital 8 days later. No further information was obtained upon follow-up as customer declined troubleshooting with tandem technical support.